Event description:
The recipient fell hitting his implanted right side on a step on (B)(6) 2020. Since the fall the recipient could no longer hear with the device. Hearing performance with the device before the trauma was good. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell hitting his implanted right side on a step. Since the fall the user can no longer hear with the device.